Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the right device and capsular contracture baker grade iii, diagnosed by an ultrasound and mammography.

Event description:
Physician reported right side rupture and capsular contracture baker grade iii. The device was explanted and replaced with a non-allergan device.